Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D ¿ 10 00877503601, bioloxdelta, ceramic femoral head, s, 36/-3.5, taper 12/14, lot #2882571; 00771101210, standard offset size 12.5 reduced neck length 12/14 neck taper uncemented femoral stem, lot # 63722876; 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length, lot # 62974557; 00875305201, 52mm o.d. Size ii porous uncemented with cluster holes shell use with ii liners, lot # 63897234; 00625006530, bone screw self-tapping 6.5 mm dia. 30 mm length, lot # 62955398. G2 ¿ foreign ¿ china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent right hip revision due to pain and the liner fracture five years post initial arthroplasty conducted for aseptic necrosis of the right femoral head. Attempts have been made and no further information has been provided.